Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. It was also received with cracked case at the display window corner, cracked battery tube threads, broken belt clip and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had been alarming button error. The customer was advised to reset the device and change the battery. Blood glucose value is unknown. The customer called back to report the issue was not solved. The insulin pump was replaced and returned for analysis.